Event description:
It was reported by svc report that there was no power to the footboard. The footboard, scale, and bed exit were not working properly. No pt involvement or adverse consequences are reported.